Event description:
The customer reported a loss of the diagnostic live image. There was no report of a patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video cable to the aspect box was evaluated and replaced. The system was tested and found to be working as intended and returned to service.